Event description:
End user reports riding in the motorized wheelchair while being transported in a family van without the motorized wheelchair being secured inside of the van. The van stopped suddenly causing the motorized wheelchair to fall over on top of the end user.

Manufacturer narrative:
Operator error: no malfunction of the power wheelchair suspected. The end user was riding in the power wheelchair unsecured in a transport van. Howeveround owner's manual warns end users "to avoid serious injury or death from tip over, do not sit in your power wheelchair while riding in a motor vehicle, even if the chair is secured to the vehicle."